Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization was observed at 240,00 joules of use; the procedure was continued suing a second fiber. While using the second fiber. While using the second fiber at 142,900 joules of use, the fiber cap detached during cleaning. The case was completed using an alternate procedure. (Turp). Pt outcome: "no injury to pt".